Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip out of position and the rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and the first clip out of position in the channel. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly into the jaws as it became stuck in the bent rotation tab. It was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the device was used be experienced surgical personnel; the clip applier was not firing clips.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800544 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used be experienced surgical personnel; the clip applier was not firing clips.